Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Poly wear over time resulted in severely varus total knee and loose tibial component.

Manufacturer narrative:
An event regarding wear involving a scorpio cr tib insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not provided. Medical records received and evaluation: ap shows bilateral knees. Xray shows the left knee is in varus and the medial compartment is narrowed. No evidence of loosening. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact root cause of the reported insert wear could not be determined as insufficient medical records were provided. Additional information such as patient demographics, operative reports, examination of explanted components and dated x-rays are needed to determine root cause of the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Poly wear over time resulted in severely varus total knee and loose tibial component.